Event description:
It was reported that the right ventricular (rv) lead was part of a full system explant and the replacement system was implanted on the right side. It is believed to be due to an infection in the blood stream. There were no adverse effects to the patient.